Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device / migration resulted in perforation of right side of uterus"), fallopian tube perforation ("migration resulted in perforation of both fallopian tubes") and the second episode of menorrhagia ("heavy/ abnormal menstrual bleeding") in a 36-year-old female patient who had essure (batch no. 627305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included goiter, sinusitis, seasonal allergy, scoliosis, acid reflux (oesophageal), environmental allergy, chest pain, gerd, sore throat, cough, iron deficiency, gastrointestinal bleeding, gastroenteritis, constipation, abdominal cramps, head discomfort, ache, libido decreased, blood in stool, vomiting, neck pain, thyroid cyst, ovarian cyst, bronchitis, hypertension, bladder cancer, cystitis interstitial, heart disease, unspecified, anemia and hematuria. There is no spill of omnipaque into or through either essure implant. Previously administered products included for an unreported indication: aciphex. Concurrent conditions included pap smear abnormal, mood swings, insomnia, hot flashes, bleeding intracranial, constipation, perineal pain, irregular periods, anxiety, low back pain, radiculopathy, scoliosis, dysphagia, odynophagia, allergic rhinitis, hyperlipidemia, anisocoria, tingling, numbness, leg pain, dizziness, chronic pain, gastroesophageal reflux disease and insomnia. The patient also had a family history of hypertension, bladder cancer, cystitis interstitial and heart disease, unspecified. Concomitant products included ethinylestradiol;norgestrel (ogestrel-28) from 2005 to 2010 for birth control as well as acetylsalicylic acid (aspirin), cefazolin, docusate sodium, pregabalin (lyrica), sulfamethoxazole and topiramate. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal distension ("bloating / gastrointestinal or digestive system condition type: bloating") and dysgeusia ("a metallic taste in her mouth"). In 2010, the patient experienced palpitations ("heart palpitations") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraine / headache"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fibromyalgia ("autoimmune disorder: type to disorder fibromylgia"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), dizziness ("dizziness"), allergy to metals ("nickel allergy") with dysgeusia, eye disorder ("I can somewhat see because it has dilated my eyes"), agitation ("I am freaking out a little/ excited and nervous at the same time") and back pain ("back pain"). The patient was treated with alprazolam (xanax), carmellose sodium (EKG), dexlansoprazole (dexilant) and surgery (hysterectomy with bilateral salpingectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menstruation irregular, headache, dizziness, abdominal distension, dysgeusia, palpitations, anaemia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, migraine, allergy to metals, vaginal discharge, alopecia, eye disorder, agitation and back pain outcome was unknown and the last episode of menorrhagia, fatigue, nausea, weight increased, dyspareunia, female sexual dysfunction, anxiety and fibromyalgia had resolved. The reporter considered abdominal distension, agitation, allergy to metals, alopecia, anaemia, anxiety, back pain, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menstruation irregular, migraine, nausea, palpitations, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: allergy to nickel test had negative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: complete occlusion of her fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia, dysmenorrhea, anxiety, fibromyalgia, nausea, fatigue, dizziness and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs and medical record received: event back pain added. Event outcome of heavy/ abnormal menstrual bleeding and apareunia (inability to have sexual intercourse) was updated as recovered/resolved. Medical history and historical drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device / migration resulted in perforation of right side of uterus"), fallopian tube perforation ("migration resulted in perforation of both fallopian tubes") and the second episode of menorrhagia ("heavy/ abnormal menstrual bleeding") in a 36-year-old female patient who had essure (batch no. 627305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included goiter, sinusitis, seasonal allergy and scoliosis. Concurrent conditions included pap smear abnormal, mood swings, insomnia, hot flashes, bleeding intracranial, constipation, perineal pain and irregular periods. Concomitant products included ethinyl estradiol w/norgestrel (ogestrel-28) from 2005 to 2010 for birth control. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal distension ("bloating / gastrointestinal or digestive system condition type: bloating") and dysgeusia ("a metallic taste in her mouth"). On (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraine / headache"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fibromyalgia ("autoimmune disorder: type to disorder fibromylgia"). On (B)(6) 2010, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced palpitations ("heart palpitations") and anaemia ("anemia"). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), dizziness ("dizziness") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, the last episode of menorrhagia, menstruation irregular, headache, dizziness, abdominal distension, dysgeusia, palpitations, anaemia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and migraine outcome was unknown and the fatigue, nausea, weight increased, dyspareunia, anxiety and fibromyalgia had resolved. The reporter considered abdominal distension, anaemia, anxiety, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menstruation irregular, migraine, nausea, palpitations, uterine perforation, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: complete occlusion of her fallopian tubes there is no spill of omnipaque into or through either essure implant. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality-safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device / migration resulted in perforation of right side of uterus"), fallopian tube perforation ("migration resulted in perforation of both fallopian tubes") and the second episode of menorrhagia ("heavy/ abnormal menstrual bleeding") in a 36-year-old female patient who had essure (batch no. 627305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included goiter, sinusitis, seasonal allergy and scoliosis. Concurrent conditions included pap smear abnormal, mood swings, insomnia, hot flashes, bleeding intracranial and constipation. Concomitant products included ethinyl estradiol w/norgestrel (ogestrel-28) from 2005 to 2010 for birth control. In may 2010, the patient had essure inserted. On (B)(6)2010, the patient experienced abdominal distension ("bloating / gastrointestinal or digestive system condition type: bloating") and dysgeusia ("a metallic taste in her mouth"). On (B)(6)2010, the patient experienced headache ("headaches") and migraine ("migraine / headache"). On (B)(6)2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On(B)(6)2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fibromyalgia ("autoimmune disorder: type to disorder fibromylgia"). On (B)(6)2010, the patient experienced weight increased ("weight gain"). On (B)(6)2012, the patient experienced fatigue ("fatigue"). On (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2012, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On(B)(6)2013, the patient experienced dyspareunia ("pain during intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), dizziness ("dizziness"), nausea ("nausea"), palpitations ("heart palpitations"), anaemia ("anemia") and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, fallopian tube perforation, the last episode of menorrhagia, menstruation irregular, headache, dizziness, abdominal distension, dysgeusia, palpitations, anaemia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea and migraine outcome was unknown and the fatigue, nausea, weight increased, dyspareunia, anxiety and fibromyalgia had resolved. The reporter considered abdominal distension, anaemia, anxiety, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menstruation irregular, migraine, nausea, palpitations, uterine perforation, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: complete occlusion of her fallopian tubes there is no spill of omnipaque into or through either essure implant. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia,dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet: events genital hemorrhage, menorrhagia, female sexual dysfunction, anxiety, dysmenorrhea, uterine perforation, fallopian tube perforation, fibromyalgia, migraine, abdominal pain, pelvic pain are added. Lot number added. Lab data updated. Concomitant condition & drugs are added. Historical conditions & drugs are added.product, patient & reporter information updated. On (B)(6)2018: medical records received. Concomitant conditions added. Lab data updated. Processed with fu 01. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device / migration resulted in perforation of right side of uterus \the coils migrated up to and into my uterus"), fallopian tube perforation ("migration resulted in perforation of both fallopian tubes") and the second episode of menorrhagia ("heavy/ abnormal menstrual bleeding \ menorrhagia") in a 36-year-old female patient who had essure (batch no. 627305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included goiter, sinusitis, seasonal allergy, scoliosis, acid reflux (oesophageal), environmental allergy, chest pain, gerd, sore throat, cough, iron deficiency, gastrointestinal bleeding, gastroenteritis, constipation, abdominal cramps, head discomfort, ache, libido decreased, blood in stool, vomiting, neck pain, thyroid cyst, ovarian cyst, bronchitis, hypertension, bladder cancer, cystitis interstitial, heart disease, unspecified, anemia, hematuria, bacterial infection, contact dermatitis, myelogram, rheumatism, migraine, goiter, neck pain, nausea, heartburn, back pain, joint pain, anxiety, numbness, fibromyalgia, iron deficiency anemia, gerd, nontoxic multinodular goiter, fibrositis, nerve pain, migraine, gerd, bladder pain and bladder pain. There is no spill of omnipaque into or through either essure implant. Previously administered products included for an unreported indication: aciphex and sulfamethoxazole. Past adverse reactions to the above products included nausea with sulfamethoxazole. Concurrent conditions included pap smear abnormal, mood swings, insomnia, hot flashes, bleeding intracranial, constipation, perineal pain, irregular periods, anxiety, low back pain, radiculopathy, scoliosis, dysphagia, odynophagia, allergic rhinitis, hyperlipidemia, anisocoria, tingling, numbness, leg pain, dizziness, chronic pain, gastroesophageal reflux disease, insomnia, tenderness, fever, chills, weight loss, chronic tonsillitis, tonsillar cyst, enlargement of lymph nodes, dysplasia, lightheadedness, upset stomach, congestion nasal, sinus pressure, diarrhea, dehydration, paresthesia, anisocoria, tingling tongue, pupils unequal, common cold, rhinorrhea, sinus pain, hiatal hernia, cramp in lower abdomen, eye swelling, bronchitis, headache, blister, crohn's, leg discomfort, progressive infantile idiopathic scoliosis, burning sensation, pain sacroiliac, lumbar radiculopathy, knee pain, sciatica, pain in toe, cervicalgia, thoracogenic scoliosis, multinodular goiter, itching, skin rash, rash trunk, localised rash, tinea corporis, ringworm nos, urinary incontinence, urinary urgency, sneezing, neck pain, appetite lost, weakness, uterine cervical pain and microscopic hematuria. The patient also had a family history of hypertension, bladder cancer, cystitis interstitial and heart disease, unspecified. Concomitant products included ethinylestradiol;norgestrel (ogestrel-28) from 2005 to 2010 for birth control as well as acetylsalicylic acid (aspirin), azithromycin, azithromycin (zithromax), betamethasone dipropionate;clotrimazole (lotrisone), cefalexin (keflex), cefazolin, cefixime (flexeril), co-trimoxazole, dexlansoprazole (kapidex), docusate sodium, eletriptan hydrobromide (relpax), hydrocortisone, pregabalin (lyrica), promethazine, salbutamol (proventil hfa), sulfamethoxazole and topiramate. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal distension ("bloating / gastrointestinal or digestive system condition type: bloating") and dysgeusia ("a metallic taste in her mouth"), 2 days after insertion of essure. In 2010, the patient experienced palpitations ("heart palpitations") and anxiety ("psychological or psychiatric problems condition: anxiety"). On (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraine / headache"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fibromyalgia ("autoimmune disorder: type to disorder fibromylgia"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse\dyspareunia ") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), dizziness ("dizziness"), allergy to metals ("nickel allergy") with dysgeusia, eye disorder ("I can soewhat see because it has dilated my eyes"), agitation ("I am freaking out a little/ excited and nervous at the same time"), back pain ("back pain") and scoliosis ("scoliosis"). The patient was treated with alprazolam (xanax), carmellose sodium (EKG), dexlansoprazole (dexilant) and surgery (hysterectomy with bilateral salpingectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, menstruation irregular, headache, dizziness, abdominal distension, dysgeusia, palpitations, anaemia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, migraine, allergy to metals, vaginal discharge, alopecia, eye disorder, agitation, back pain and scoliosis outcome was unknown and the last episode of menorrhagia, fatigue, nausea, weight increased, dyspareunia, female sexual dysfunction, anxiety and fibromyalgia had resolved. The reporter considered abdominal distension, agitation, allergy to metals, alopecia, anaemia, anxiety, back pain, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menstruation irregular, migraine, nausea, palpitations, scoliosis, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: allerg to nickel test had negative. Discrepancy noted in essure insertion date: (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: complete occlusion of her fallopian tubes. Nuclear magnetic resonance imaging spinal - on (B)(6) 2011: rotolevoscoliosis again identified. Mild diffuse degenerative changes. Spinal x-ray - on (B)(6) 2011: significant rotoscoliosis of the thoracic spine towards the right. Levocurvature. Marked dextrocurvature of the thoracic spine. Otherwise no acute findings.. Ultrasound scan - on (B)(6) 2014: again seen is heterogeneity of the thyroid with multiple solid and cystic small bilateral thyroid nodules; none of which appears larger than 1 cm, and which appear overall unchanged since the prior; with overall low risk appearance for each nodule.. X-ray limb - on (B)(6) 2011: minimal medial joint space narrowing. Otherwise no acute findings. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia, dysmenorrhea, anxiety, fibromyalgia, nausea, fatigue, dizziness and anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received: reporters were added. Event-scoliosis was added. Concomitant conditions & drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device / migration resulted in perforation of right side of uterus"), fallopian tube perforation ("migration resulted in perforation of both fallopian tubes") and the second episode of menorrhagia ("heavy/ abnormal menstrual bleeding") in a 36-year-old female patient who had essure (batch no. 627305) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included goiter, sinusitis, seasonal allergy, scoliosis and acid reflux (oesophageal). Concurrent conditions included pap smear abnormal, mood swings, insomnia, hot flashes, bleeding intracranial, constipation, perineal pain and irregular periods. Concomitant products included ethinylestradiol;norgestrel (ogestrel-28) from 2005 to 2010 for birth control. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal distension ("bloating / gastrointestinal or digestive system condition type: bloating") and dysgeusia ("a metallic taste in her mouth"). On (B)(6) 2010, the patient experienced headache ("headaches") and migraine ("migraine / headache"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced nausea ("nausea"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain and fibromyalgia ("autoimmune disorder: type to disorder fibromylgia"). On (B)(6) 2010, the patient was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced the second episode of menorrhagia (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), dizziness ("dizziness"), palpitations ("heart palpitations"), anxiety ("psychological or psychiatric problems condition: anxiety"), allergy to metals ("nickel allergy") with dysgeusia, eye disorder ("I can soewhat see beacuse it has dilated my eyes") and abnormal behaviour ("I am freaking out a little/ excited and nervous at the same time"). The patient was treated with alprazolam (xanax), carmellose sodium (EKG), dexlansoprazole (dexilant) and surgery (hysterectomy with bilateral salpingectomy and total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, the last episode of menorrhagia, menstruation irregular, headache, dizziness, abdominal distension, dysgeusia, palpitations, anaemia, genital haemorrhage, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, migraine, allergy to metals, vaginal discharge, alopecia, eye disorder and abnormal behaviour outcome was unknown and the fatigue, nausea, weight increased, dyspareunia, anxiety and fibromyalgia had resolved. The reporter considered abdominal distension, abnormal behaviour, allergy to metals, alopecia, anaemia, anxiety, dizziness, dysgeusia, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, headache, menstruation irregular, migraine, nausea, palpitations, uterine perforation, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: allerg to nickel test had negative. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: complete occlusion of her fallopian tubes. Diagnostic results: there is no spill of omnipaque into or through either essure implant. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain, menorrhagia,dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-nov-2018: plaintiff fact sheet received and social media - reporter information updated. New event nickel allergy, vaginal discharge, hair loss, I can somewhat see because it has dilated my eyes and irrational behavior were added. New symptom taste metallic added. Medical history added. Treatment drugs added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy/ abnormal menstrual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("irregular menstruation"), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness"), abdominal distension ("bloating"), nausea ("nausea"), dysgeusia ("a metallic taste in her mouth"), palpitations ("heart palpitations"), anaemia ("anemia"), weight increased ("weight gain") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, menstrual disorder, headache, fatigue, dizziness, abdominal distension, nausea, dysgeusia, palpitations, anaemia, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal distension, anaemia, dizziness, dysgeusia, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, nausea, palpitations and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: complete occlusion of her fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.